Event description:
It was reported that during implant attempt, the helix on one lead would not extend until the end of the turns and then it popped out and did not slowly extend. The lead was not used. During implant attempt of another lead, the lead was not implanted due to patient anatomy. Possible mrsa infection was noted. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.